Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump's usb port was loose. The pump battery will not charge, and has to hold the charging cables in a certain way for the pump to charge. There was no adverse impact to customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.